Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown polymax plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, landes, c.a., & kriener, s. (2002). "Resorbable plate osteosynthesis of sagittal split osteotomies with major bone movement." Plastic and reconstruction surgery, 111(6) 1828-1840. A retrospective study was done at a (B)(6) center reviewing the use of the synthes polymax plate system and a competitors product. The surgeries occured from (B)(6) 2000 to (B)(6) 2002. Eighteen patients with severe dysgnathia were involved in the study. The ages ranged from 16 to 57 years, with an average age of 27 years. There were 10 women and 8 men involved with the study. A total of 12 patients were implanted with the synthes polymax plate system. (B)(6). A (B)(6) female who experienced a bilateral plate fracture. The plates were removed 3 months after initial surgery. This report is 1 of 4 for (B)(4). This report is for an unknown synthes polymax plate.